Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2013 with the following findings:a review of the pump¿s history showed that the daily insulin delivery totals correctly reflected the user¿s programmed basal rates. There was no activity outside of normal use visible in the pump¿s history. The meter was not returned with the pump for investigation. The pump settings confirmed that the insulin to carb ration was set to 1 unit per 10 grams. Using the user¿s settings, an ez carb bolus was performed for 60 carbs at the target bg. The pump correctly calculated a 10 unit bolus. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013, indicating that the meter recordings are showing the incorrect date and time. The meter date and time are set via the pump. The pump date/time were potentially incorrect. It is currently unknown if the pump date and time were set correctly. This report is being made based on the indication that the pump date and time may have been incorrect.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.